Event description:
It was reported to boston scientific corp in 2008, that an rf 3000 radiofrequency generator was to be used about four days prior (pt age, gender and weight unk). According to the complainant, "the device gave an e03 error." It was also reported that "needle and all ground pads" were replaced "with no help." The procedure was not completed.

Manufacturer narrative:
A replacement unit was provided to the customer. The cause of the reported malfunction was not determined.